Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although returned device analysis could not confirm the hub break as reported, the shaft was detached thus consistent with the reported event. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 3.5 x 12 mm nc trek dilatation catheter was removed from the package. During preparation, it was noted that the coronary dilatation catheter was found to be broken at the hub. The device was not used and there was no patient involvement. There was no difficulty removing the device from the package. The device was not separated into two pieces. A second 3.5 x 12 mm nc trek was used successful. There was no adverse patient effect and no clinically significant delay reported. No additional information was provided.